Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2006 due to anatomic stress incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding and dyspareunia. It was also reported that patient underwent mesh revision on (B)(6) 2006; partial cystectomy and removal of foreign body on (B)(6) 2006; and partial mesh removal on (B)(6) 2007; partial mesh removal on (B)(6) 2007 due to erosion. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced hematuria and recurrence urinary incontinence. (B)(4).

Event description:
It has been reported that following insertion the patient experienced hematuria and recurrence urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted, and on (B)(6) 2007 ams monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.